Manufacturer narrative:
Sc-1160 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected.

Event description:
It was reported that the patients ipg was unable to take a charge. It was noted that the patient was welding at work and the ipg began having issues. The patient underwent an explant procedure. The explanted ipg will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was unable to take a charge. It was noted that the patient was welding at work and the ipg began having issues. The patient underwent an explant procedure. The explanted ipg will be returned.